Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: review of the black box data revealed a replace cartridge alarm recorded on (B)(6) 2016 at 07:12; delivery was resumed at 07:51. On (B)(6) 2016 at 01:50, a 15.0 unit bolus was cancelled and was not delivered due to a warning (164) for exceeding the remaining insulin. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement >500 mg/dl with trace ketones and weakness. The reporter stated that the patient did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient's health care provider wanted the pump replaced due to the patient's high blood glucose. The reporter refused troubleshooting of the pump with animas customer technical support and stated they do not feel that the patient's hyperglycemia was attributable to the infusion set. No specific pump malfunction was alleged. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy allegedly due to an unspecified pump issue.